Event description:
It was reported that "PICC was passed in the patient admitted to the infant surgery ward on bed 01. Left median basilic vein punctured in the first puncture attempt. Inserted the catheter uneventfully, I accompanied the patient with her mother to the radiology department to do a chest x-ray to view the tip of the catheter. After viewing the x-ray image, I verified that the tip was positioned in the internal jugular vein. However, I also noticed that there was a fragment of the guidewire inside the catheter, measuring about 5 cm, when I returned from the radiology sector, I removed the child's catheter." Additional information rcvd(B)(6)2020 : the catheter and the fragment was removed from the patient, a chest tomography was performed and a linear material with metallic attenuation was evidenced in the topography of the posterior basal segment of the left lower lobe, which is uncharacteristic, which we associate with the catheter guidewire piece that supposedly would have remained in the catheter, but that was seen on CT and on a chest x-ray that was taken after the CT.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured stylet is confirmed but the exact cause remains unknown. One 4 fr sl powerpicc sv catheter, one guidewire, and one tls stylet were returned for investigation. A product label with lot: redx2435 was also provided. The catheter extended up to the 18 cm depth marker. The catheter, guidewire, and stylet were observed to have curled ends in the distal sections. Multiple kinks were visible in the stylet 1 cm from the distal end and in the curled region. Microscopic observation of the distal tip of the stylet revealed it to be fractured. The break surface was compressed which suggest the location was likely kinked prior to the fracture .the polyimide tubing wall thickness was measured and the wall thickness was found to be within manufacturing specification. One photo and one radiographic image were also provided for evaluation. The photo showed a 3 fr sl powerpicc sv catheter and a tls stylet within a plastic bag and corresponded with the returned sample. The catheter appears to be compressed 5.5 cm from the distal end. The radiographic image shows a catheter placed in the arm of a patient. An object appears to be present within the catheter location. The event description indicates the object shown in the x-ray image measured to be approximately 5 cm in length. The length of the object corresponds with the length from the distal end of the catheter where the compressed region is located. It is unknown if the catheter was manipulated after removal. Since the returned stylet was observed to be fractured, the complaint is confirmed but the exact cause remains unknown. Advancement against resistance and kinking of the catheter during insertion may be contributing factors to the reported event. The manufacturing records were reviewed and no evidence indicating a manufacturing process contributed to the reported event was found. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redx2435 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx2435 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "PICC was passed in the patient admitted to the infant surgery ward on bed 01. Left median basilic vein punctured in the first puncture attempt. Inserted the catheter uneventfully, I accompanied the patient with her mother to the radiology department to do a chest x-ray to view the tip of the catheter. After viewing the x-ray image, I verified that the tip was positioned in the internal jugular vein. However, I also noticed that there was a fragment of the guidewire inside the catheter, measuring about 5 cm, when I returned from the radiology sector, I removed the child's catheter." Additional information rcvd 07/29/2020: the catheter and the fragment was removed from the patient, a chest tomography was performed and a linear material with metallic attenuation was evidenced in the topography of the posterior basal segment of the left lower lobe, which is uncharacteristic, which we associate with the catheter guidewire piece that supposedly would have remained in the catheter, but that was seen on CT and on a chest x-ray that was taken after the CT.